Manufacturer narrative:
(B)(6). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: what was the condition of the tissue (healthy, diseased, weakened)? Diseased. How was the suture placed (interrupted or continuous)? Continuous. What medical intervention was performed for the ¿infection¿? Unk. What is the surgeon opinion of the contributing factors to the infection? Unk what was the procedure on (B)(6)? Resewing sutures. Can you clarify number of sutures used during procedure on (B)(6) (8 suture in 1 package)? Yes. How were the suture placed (interrupted or continuous)? Continuous. Can you explain ¿wound suppurated¿? Infection. Were any cultures taken of the wound to identify infection?unk. Can you clarify how many sutures were used during procedure on (B)(6)? 8.

Event description:
It was reported that the patient underwent surgical procedure on (B)(6) 2017 and suture was used. Following the procedure on (B)(6) 2017, the patient wound had not healed well. The wound suppurated and turned red. The sutures were removed. The current condition of the patient changed to better and patient condition was reported to be stable. No additional information was provided.